Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower scanned values while wearing the adc freestyle libre sensor compared to the adc meter. On (B)(6) 2020, the customer experienced blurred vision, a headache, nausea, and dizziness and was unable to treat themselves. Hcp contact was made, and the customer was treated with IV insulin "10, 8, and 2 units" and diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.